Event description:
Open heart pt with epicardial (4 wire) external pacemaker. Post operative rhythm is asystolic under paced rhythm. Pt was being changed at bedside, then pt slumped over. Pacer was noted to be off. Pacer turned back on, same settings, pt immediately responded. Pacer turns on normally. No low battery indicators.